Event description:
It was reported that during a thyroidectomy procedure, the instrument malfunctioned. Replaced with a new one and it worked fine the rest of the case. There was no patient consequence.

Manufacturer narrative:
Analysis summary: the analysis results found that the cs14c device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.